Event description:
(B)(4). I have had night sweats, constant headaches, joint pain, muscle aches, brain fog, insomnia, neck pain, intestinal problems (diarrhea, constipation, severe abdominal pains), uterine cramping and pain, hair loss, and weight gain/inability to lose weight since having the essure placed.